Manufacturer narrative:
The device is not returned as the issue was resolved by replacing the serial digital interface (sdi) cable. As such, an actual device evaluation is not performed. An evaluation is done based on historical records and communication. This supplemental report is being submitted to provide this information. Please see the updates in sections: d8, g3, g6, h2, h3, h4, h6, and h10. Due diligence was executed for this event. The device history record review confirmed that device has no abnormality in manufacturing, special adoption, and unevenness. The device has not been repaired in the past year; this model number is now discontinued. The cause of the indication phenomenon was that the video cable was damaged. The possible cause of the video cable failure is that it broke due to some influence.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, during an unknown procedure, the device did not display the image. The issue was resolved by replacing the serial digital interface (sdi) cable and the procedure was completed. There was no harm to the patient.